Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a off no power alert. The customer also reported receiving an unexpected restart alarm after the battery was changed. The customer also reported the up and down arrow buttons were not responsive. The customer's blood glucose was unknown. The customer also reported a no delivery alarm. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer stated half the insulin pump's screen was black and could not be read. Customer also had a battery out limit alarm. Customer declined to return the product for analysis.